Event description:
This rv lead was implanted on (B)(6) 2013 and was capped on (B)(6) 2017 due to premature battery depletion, inappropriate shock, high pace impedance greater than 2000 ohms, noise and electromagnetic interference. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).